Event description:
Pt had an allergic reaction to her orthodontic brackets and adhesive. First the upper arch was bonded with ceramic brackets, which caused a slight allergic reaction. At the next appointment the lower arch was bonded with stainless steel brackets, which caused a greater allergic reaction. The orthodontist had to remove all of the brackets. Pt was referred to a physician, according to product warning recommendation. Pt was found to be allergic to the metal and adhesive. No medication was prescribed for the allergic reaction. Parent preferred homeopathic treatment.

Manufacturer narrative:
Applicable 510(k)s: k020394, k944286. Labels for adhesive-coated brackets display the following warning: possible acrylic sensitivity. Labels of stainless steel brackets and buccal tubes display the following warning: this product contains nickel and/or chromium. A small percentage of the population is known to be allergic to nickel and/or chromium. If an allergic reaction occurs, direct pt to consult a physician.